Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was repeatedly failing to operate correctly and required frequent recovery. Running the hardware test application revealed that the door opened and clicked repeatedly, indicating a latch or connection issue. A field service engineer removed the latch column, cleaned it, crimped and reseated the connections on all latches, and applied conductive grease to improve connectivity. The system functioned as intended after the field service engineer repaired the device. E1: initial reporter (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had tower door failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.